Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (intraperitoneally, dose and frequency not reported) for the event. At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient stated that the peritonitis occurred on an unknown date about 2 or 3 months ago. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.